Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the user that during a routine check the cardiosave hybrid intra-aortic balloon pump (iabp) malfunctioned, autofill failure reported. No patient involvement.